Event description:
It was reported that during implant procedure, patient's new left ventricular (lv) lead was dislodged. It was also noted that the guidewire was not able to advance through the lead. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2023. The patient was stable.